Manufacturer narrative:
(B)(4). Correction "dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. The complaint confirmation of the receiver ceasing to function could not be determined."

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. The complaint confirmation of the unexpected receiver shut-down could not be determined. The device receiver was returned for evaluation. The receiver was externally visually inspected and it passed. The receiver booted up and charged and it passed. The receiver passed all functional tests. The receiver data download shows multiple occurrences of unexpected receiver shut-down. The receiver failed discharge test,shutting down for low battery with a 98% charge. The receiver was opened and internally visually inspected and it passed. The receiver passed a discharge test with a known good battery. The customer complaint confirmation of unexpected receiver shut-down was confirmed. The root cause is a bad receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/29/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.